Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6) implanted: explanted: product type section d information references the main component of the system. Other relevant device(s) are: product ID: 97745nt, serial/lot #: (B)(6) , ubd: , UDI#: h3: analysis of the 97745nt patient programmer (ptm) (serial number ) revealed complaint unverified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an external device. The reason for call was caller reported patient (pt) controller is unresponsive. Caller conferenced pt on the call and dropped off the call. Technical services finished troubleshooting with pt and pt confirmed that their controller was connected to the ac power cord all night to charge and when they check it, it was unresponsive and would not power on. Caller removed the battery pack from the controller and connected to the ac power supply and confirmed the controller did not power on. Caller confirmed the green light illuminated on the ac power supply when connected to a power source. The issue was not resolved through troubleshooting. No symptoms were reported. Additional information was received from the patient. The controller quit working so they were sent a new and had to transfer the old battery into the new controller. Since doing that the pt had nothing but problems for they always had to reset the controller, sometimes it worked and sometimes it did not. When recharging the ins pt said they had difficulty getting numbers on it and pt clarified the controller would go blank and unresponsive so they had to reset the controller. Pt just spoke to their rep said it sounded like they needed a new battery. During call pt verified no damage to the controller charging port or to the rtm.